Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review, the implantable cardioverter defibrillator exhibited pause episodes due to intermittent ventricular undersensing. Programming changes were discussed.

Event description:
New information states that the programming changes were made.